Manufacturer narrative:
(B)(4). No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/ removal reporting number listed applies to the corresponding product code sold domestically. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr xl. Today at (B)(6) there was a revision of an asr xl head and cup, left hip. Patient had a bilateral asr implantation, with both primaries performed in 2008. The patient did not experience pain on either side, but developed recently a fistula on the left hip. Following radiographic inspection the decision to revise was taken. The corail stem was very well integrated with the bone, so only the head and cup were revised (the explants are available for return). Implanted in the revision were codes 121722054, lot 9340416, code 136551000, lot 9273124, code 121936154, lot j5192r.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes heen able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy as not synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA- 001226. Ongoing post market surveillance is conducted per our procedures for this product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.